Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue; cracked battery compartment. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: a review of the pump history showed no evidence of a short battery life. The battery voltages in the black box were within specifications. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was found in the battery compartment. The battery cap was not returned with the pump. A test battery cap was able to fit to maintain electrical connection. The pump current draws measured within the required specification. The pump cover was removed to find no evidence of moisture ingress. No damage was found to the power circuit or the battery flex. A battery life issue was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.